Manufacturer narrative:
(B)(4). Date sent: 2/2/2026. D4: batch #628d55. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with the anvil knife slot damaged, with the anvil bent upwards, and with a gst45t reload loaded on the device. The reload was received partially fired 3/4. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. No functional test was performed due to the condition. After further evaluation, the analysis showed the knife wings were broken off. The wings of the knife were not returned for analysis. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. Additionally, photos were provided and they showed the condition of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 628d55, and no non-conformances were identified.

Event description:
It was reported that during a da vinci robot-assisted right lung lobectomy procedure, it was observed that the stapler with black refill jammed; and did not complete the suture with metal staples. Manual unblocking was performed and a bent anvil was observed. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 1/28/2026 d4: batch #unk. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? Yes if yes: did the device deliver any staples? Yes if yes, were the staples formed properly? Yes if yes, was the staple line complete? Staple line was complete only till the point when the staple blocked. Did the device cut? Yes if yes, was the cut line complete? Yes if yes, was there any issue with the cut line? No was there any difficulty opening the device jaws? Yes, the suture line was not complete and the surgeon had to use the manual override. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech45s, with lot/batch #a98a8p, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.